Event description:
Per the clinic, the patient experienced an infection, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.